Event description:
It was reported that the user experienced an extended hyperglycemia event while using the ilet with subcutaneous insulin, expressed concern that the device was not delivering adequate correction doses, and later administered an mdi insulin injection while remaining connected to the pump. Symptoms included muscle weakness, vomiting, and urinary frequency. Outcomes included no hospitalization. Investigation included review of device-reported data and user counseling on troubleshooting and supply changes during persistent hyperglycemia, as well as education to disconnect the pump during off-pump mdi dosing to mitigate hypoglycemia risk. Investigation of this case revealed that the device delivered multiple correction doses during the event and that no user troubleshooting or supply changes were performed, making a device malfunction unconfirmed and the cause unclear. It was concluded, based on established assessments for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.